Event description:
On (B)(6) 2014, the reporter stated that the pt checked into the hospital on (B)(6) 2014, the doctor ordered IV treatment. On (B)(6) 2014, the nurse infused antibiotics and oncology medicine. On(B)(6) 2014, the nurse found that the IV catheter had ruptured. The nurse observed the IV catheter and did not know if the IV catheter was in the vein or not. The nursing team kept observation on the IV site for complications. The pt complained of pain. On an unknown date, the doctor performed surgery on the vein but there was no segment of the catheter found. The pt did not feel uncomfortable after surgery.

Manufacturer narrative:
A photos was received and in the process of being evaluated. Once the evaluation is complete the info will be sent as a supplemental.